Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The pt reported blood glucose level of 577 mg/dl following replacement of infusion set and cartridge. The pt did not test for ketones; he reported symptoms of hyperglycemia including headache, dry mouth, and increased urination. He reported that he had difficulty changing the cartridge and priming the pump. He completed the rewind and load steps without problem. With the first cartridge, he accidentally pushed nearly all of the insulin out of the cartridge during the prime step. He filled a new cartridge and completed the rewind and load cartridge steps. He then primed 1.5 units followed by 7.4 units per pump history, but admitted that he never saw insulin emerge from the tubing. During the contact, the pt stated that only bubbles came out of the tubing when he primed. He removed the cartridge from the pump and identified an air bubble in the cartridge. He manually pushed the air bubble into the tubing, repeated the rewind step, and replaced the cartridge into the pump. He successfully loaded the cartridge and primed until insulin emerged from the tubing. He stated that the air bubble is no longer visible in the tubing. The pt's blood glucose was reported at 535 mg/dl immediately prior to the contact and was 437 mg/dl at the end of the contact. He delivered a correction bolus via the pump and has continued to use the pump with no reported subsequent events. The event is being reported because the pt mistakenly delivered air instead of insulin from the pump which resulted in hyperglycemia.